Manufacturer narrative:
The system controller was not returned for evaluation as it remains in use. The report of a driveline disconnect alarm was confirmed based on the evaluation of the submitted system controller log file. The log file captured no external power alarm events several times between 12:27am and 1:04 am on (B)(6) 2017. It was also observed that the driveline was disconnected from the system controller and reconnected several times between 12:26 am and 1:04 am on (B)(6) 2017. The pump stopped each time the driveline was disconnected. After the driveline was reconnected the system controller returned to the set speed without issue. Based on the additional information, the no external power events were associated with alarming from the power module, as it was not plugged in to the ac power. In relation to the driveline disconnected events captured in the log file, the customer reported that the patient attempted to switch system controllers during this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient age/dob, sex and weight were not provided. (B)(4). Approximate age of device ¿ 1 year and 10 months (calculated from the date when the system controller was issued to the patient). The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that log files were submitted for review. Log file analysis completed by the manufacturer¿s technical services representative revealed a driveline disconnect alarm on (B)(6) 2017. The data recorded in the log file indicated that the driveline was disconnected from the system controller at 12:26:41am and re-connected at 12:34:00am. Once the driveline was reconnected, the pump resumed operation and returned within pump set parameters for the remainder of the log. Information provided by the customer indicated that the patient was attempting to exchange out their system controller during this time because they mistakenly thought the system controller was alarming. The customer reported that the power module was alarming because it was not plugged into a power outlet. There was no reported adverse patient impact due to the event.